Event description:
It was reported by the patient representative that the reason for the call was that the patient initially had a non-rechargeable device, which subsequently had to be replaced. The replacement device then became infected. The caller mentioned that the infection occurred shortly after the implant, and the healthcare provider made three separate attempts to clean out the infection. Despite these efforts, the infection persisted, following the lead from the battery to the brain. At that point, it was determined that the system needed to be removed to eliminate the infection. The patient is scheduled to receive a rechargeable implanted neurostimulator at the beginning of (B)(6).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2018; explant date (B)(6) 2024 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2018; explant date (B)(6) 2024 brand name activa; product ID 3389s-40 (lot: va1ne73); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024 brand name activa; product ID 3389s-40 (lot: va1ne73); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.